Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in the device clinic for a routine follow up, the right ventricular lead exhibited intermittent, elevated capture thresholds with severely decreased sensing values. Intermittent, loss of capture at max outputs was also noted. A chest x-ray was performed, and lead dislodgement was confirmed. The patient was asymptomatic, unaware of any ICD system issues as patient notifier triggers such as lead impedance were within device set limits. The patient was scheduled for rv lead revision procedure on (B)(6) 2019. During the procedure, helix could not extend after previously successful retraction in vivo. The lead was explanted and replaced successfully with optimal testing results. No compromise was noted to the system¿s existing pulse generator and ra lead. The patient was stable and discharged the next day.